Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a sterile pack of an xlung kit 230 was opened, assembled and primed. After a visual inspection, a break in the pre-membrane port was observed near the place where the blue three-way valve connects to the oxygenator. The circuit was never connected to a patient nor did any patient-involved event occur. The break was detected during priming. Upon follow-up, a fluid leak was reported as a result of the breakage. Photographic and video evidence showed fluid leaking from a broken intake port at the top of the oxygenator. The sample was available for return for product investigation.

Manufacturer narrative:
Additional information: b5, d4, h6 plant investigation: the described situation is adequately addressed in IFU and/or on the label. Non-conformity was not observed during manufacturing process. Quality events mentioned in the release certificate do not refer to the failure pattern at hand. It was reported that the venting port at the top of the oxygenator of the xlung kit 230 was found broken during priming and fluid leaked from the port. There was no visible damage to the outer packaging. The venous venting port at the top of the oxygenator was found broken at the 90-degree angle of the port. A small indentation was found on the inside of the tray which is located at the height of the port when the oxygenator is in its holder. The oxygenator may have been knocked against the inner wall of the tray during transportation and damaged. Due to the 90-degree angle of the venting port on the lid of the oxygenator, there is an increased notch effect on the inner edge. As a result, there is a risk that the port will break at this point in the event of impacts during transport.

Event description:
A user facility reported a sterile pack of an xlung kit 230 was opened, assembled and primed. After a visual inspection, a break in the pre-membrane port was observed near the place where the blue three-way valve connects to the oxygenator. The circuit was never connected to a patient nor did any patient-involved event occur. The break was detected during priming. Upon follow-up, a fluid leak was reported as a result of the breakage. Photographic and video evidence showed fluid leaking from a broken intake port at the top of the oxygenator. The sample was returned for product investigation on (B)(6) 2024.